Event description:
It was reported that a customer was unable to prime an access set. The customer stated that the device presented a blockage which prevented it from priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation was completed to investigate the reported issue. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Underwater leak testing was performed with flow obstruction observed between the injection site and tube assembly. The cause of the condition was determined to be excess solvent. Therefore, the reported condition was verified through evaluation. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.